Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d3. Manufacturer email address g1. Contact office name and email address g1. Contact office - manufacturer site - email address g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) unknown zimmer abutment for evaluation. Visual evaluation was performed, the abutment has signs of use. The abutment had removal damage. Unable to functionally test abutment due to the removal damage. Unable to confirm loosening with all the available information. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque/speed during seating. Therefore, based on the available information, a device malfunction could not be verified. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). D4: additional device information: unknown / not provided. D10: concomitant medical product: tsvwh10, impl tapered scr-v ha 4.7 mm 4.5mm 10mm, lot: 1234370.

Event description:
The doctor reports that after two years, the abutment began to loosen, and he believes this is due to damage to the implant¿s hexagon. The procedure was completed. This report refers to loosening event.